Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:06 (ce post failure) message. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested.

Manufacturer narrative:
The customer's complaint that the thermogard console (sn (B)(6) displayed a tcmid:06 (ce post failure) error was confirmed during the functional testing and the archive data review. The technical investigation revealed that the plug p18 on the pic 16 board was burned, resulting in the reported tcmid:06 error. The most probable root cause of the burnt cable was moisture diffusing into the console and vibration during use, causing contact arcing. The thermogard console was manufactured in 2010 and is over 14 years old. The event log review indicated a tcmid:06 error, confirming the reported complaint. During functional testing, the thermogard console did not pass the power-on self-test and displayed a tcmid:06 error, confirming the reported complaint. The wire harness assembly was replaced to address the reported tcmid:06 error. Following service, the thermogard console passed the final functional and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with sn (B)(6).